Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of the impella 5.5 the patient developed a clot in an unknown location that needed thrombectomy to remove it from the lower left extremity. The patient was later weaned successfully and the survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The pump and purge cassette returned for investigation and no issues were found with the returned product upon inspection. Ischemia/ thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
Product complaint # (B)(4). The investigation for the reported limb ischemia and thrombosis has been completed. The root cause of the limb ischemia and thrombosis could not be determined. H6 type of investigation code b01 has been added.